Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate.

Event description:
On 2/6/2017 - pfs and medical records received. Both patient's total hip replacements are the subject of litigation. After review of the medical records for MDR reportability, pfs statements are centered on right hip. It is noted though, that patient lab results for metal ions are elevated, with cobalt significant > 7.0 ppb. Head, liner and stem reported for elevated metal ions.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. A search of the complaints databases and/or a review of device history records were not possible as the required product/lot code combinations were not provided. The investigation can draw no conclusion regarding the reported event with the information available. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.